Event description:
It was reported that the patient ams ambicor penile prosthesis was removed due to unspecified reason. Ams 700 inflatable penile prosthesis was implanted. Additional information received stated that the patient was dissatisfied with the device because of flaccidity. No issues were reported post procedure.